Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, as soon as the vasoview hemopro tissue welder was connected to the cable, it started smoking. There were no flames. It was disconnected from the cable and a new kit was connected and everything worked fine. The replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.